Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was returned for evaluation. Visual inspection revealed no anomalies. The tr band was leak-tested by being injected an air of 18ml with the factory-retained tr band inflator and submerged in water. No leak was found. The one-way valve was disassembled for further inspection. No anomaly was confirmed, with no presence of a foreign substance on the air-sealing area of the rubber tip. A review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed that there were no findings. IFU reference: be careful that no foreign particles get into the air injection port when injecting air. The air could leak. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation result, it is likely that the actual tr band sample got deteriorated in its air-tightness performance due to a foreign substance having gotten into the air injection port of the one-way valve and having been caught in the air-sealing part between the rubber tip and outer cylinder of the one-way valve, resulting in the reported air leak. During the inspection of the actual sample, however, no such a foreign substance was found. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the actual tr band sample was inflated with the air of 17 ml. When the customer finally pulled out air from the actual sample, only 14ml was collected. It seems 3ml of air leaked out of the actual sample. There was slight bleeding. The actual sample was not changed out. The volume of the lost blood was slight and unknown. The outcome of the procedure was unknown. The patient was not harmed.